Manufacturer narrative:
Additional information was received on may 20, 2020. The capsular contracture was baker grade iii. When the device was explanted, bilateral prosthesis replacement with a 500cc mentor high profile gel implant was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: 500cc mentor memorygel breast implant, product #3505004bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent primary breast reconstruction with a 500cc mentor memorygel breast implant experienced left sided capsular contracture (baker grade unknown) post procedure. As a result, bilateral explantation was performed on (B)(6) 2020.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on june 5th, 2020. The investigation of the returned device was completed by the failure analysis lab on june 24, 2020. Device evaluation summary: during visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. On june 24th, 2020 mentor became aware that it erroneously omitted that updated explant date from the supplemental report submitted on may 21, 2020. Manufacturer¿s reference number: (B)(4).